Manufacturer narrative:
Concomitant product: product ID: 8731sc, lot# b0903418k, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that during a scheduled procedure for a pump change to end of service (eos) at seven years, when the pump catheter was disconnected from the pump, the metal o-ring came away from the catheter, from the inside of the pump connector, and remained on the pump. Therefore a new pump connector was required. The cerebrospinal fluid (csf) was flowing freely and only the pump connector needed to be changed. A revision kit was not on hand so a connector was obtained from an 8731sc catheter. There was no issue that occurred until this replacement surgery. However, the hospital staff hospital stated retrospectively that the patient who was on 3000mcg concentration of generic baclofen had a daily dose between 525mcg/day to 775mcg day in flex mode with up to four boluses and still had some slight spasm. Since the revision surgery, the patient was now on 325mcg daily on simple continuous with no spasm so they were now questioning if the pump was connected properly or that the o-ring was defective in the connection and allowed drug to leak. The issue was reported as resolved at the time of the event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.